Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. .

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a myocardial infarction occurred. The target lesion was located in the non calcified and non tortuous mid left anterior descending artery. The lesion was predilated with a 2.5x20mm balloon. A taxus express2 2.75x24mm drug eluting stent was advanced to the lesion and deployed at 14 atm's for 18 seconds. Ivus detected good deployment and apposition. Residual stenosis was 0%. The pt was discharged two days later. Three months later the pt presented to the hospital with st elevation and an acute mi. A thrombosis was suspected. Angiography was performed however no anomaly was noted with st segment and blood flow. By the time the cardiac catheterization was performed, the pt's symptoms had already improved. The stent was observed to be fully deployed and well apposed. It was further noted that the pt had not been complaint with the antiplatelet therapy that had been prescribed. No further pt complication were reported and the pt was discharged seven days later.